Event description:
The customer reported that during a procedure, defibrillation of the patient was required, which caused signals to be lost for more than three (3) minutes. According to the customer, the device was rebooted and the procedure was completed normally without patient incident. There was no adverse impact to the patient or the patient's treatment reported by the customer as a result of this incident.